Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes slow telemetry and programming would not finish the evoked response test.